Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump got an alarm that said alarm stopped change battery now. Customer stated that battery of the insulin pump was over heating. Customer was assisted for troubleshooting but event not resolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.